Manufacturer narrative:
This medwatch is reporting the motor. The primary console is reported under medwatch MFR report # 2916596-2018-05290. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was placed on extracorporeal circulatory support. It was reported that the pump suddenly failed during patient use when the speed dropped to 0 rpm. The primary console was switched to the backup primary console successfully. The patient was at rest in the ICU during the event. The patient reportedly was not symptomatic or injured due to the event, and is in stable condition. The error was reproduced using a demo set. No additional information was provided.

Manufacturer narrative:
Correction: this event occurred at (B)(6) hospital. Manufacturer's investigation conclusions: the reported event of a speed drop to 0 rpm during use was not confirmed. The centrimag motor (serial #: (B)(6)) was returned for analysis. The returned console was evaluated and tested under work order #(B)(4). The motor was visually inspected, and no anomalies were found. The motor was functionally tested and functioned as intended. The reported event was unable to be reproduced. Reports of similar events will continue to be tracked and monitored. The root cause for the reported event was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.